Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump was not alarming when their blood glucose went high. The customer¿s blood glucose level was unknown but within normal range at the time of the incident. The customer's blood glucose levels went down when they used a different pump at a hospital. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.